Event description:
Caller reported experiencing a data error alert 4 with the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.